Event description:
Additional information later received reported the patient experienced redness, swelling, and pain. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and negative for organism. The pump was explanted. The patient had debilitated status as a risk factor before implant.

Event description:
The device system was removed due to infection. The signs/symptoms, clinical course, drug in the pump, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, lot # n189182004, implanted: (B)(6) 2009, product type catheter. (B)(4).